Event description:
Customer reports that the device displayed a result of approx 200 mg/dl, however, that result stored as 433 mg/dl in the device memory. No action was taken based on device memory result. Requested return of suspect device and replacement was sent.